Event description:
The customer reported that his olympus evis exera iii xenon light source's power button was stuck and not functioning properly during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was a faulty (old version) main power switch, and it was stuck in the depressed position. The power was not on when the cord was plugged in. This switch will need to be updated to the new version. Additionally, a worn-out socket slider switch was found, causing intermittent use of high intensity mode. There were scratches noted on the cover and the lamp life meter was reading at 100+ hours. All other components were functioning properly. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty (old version) main power switch, could not be identified. However, it¿s likely the cause is related to an operating force applied to the power switch. And the number of times, that the switch was pressed exceeding the original assumption. It was confirmed, that the design of the power switch was changed in order to improve its resistance. The modified products were shipped from november 25, 2013. Therefore, this confirms, that the device was manufactured, prior to the design change. Olympus will continue to monitor field performance for this device.